Event description:
The customer reported that due to the readings she rec'd in her freestyle flash blood glucose meter, she had an "insulin reaction" and then her "husband gave her some juice and then she ate supper because of the event." The customer also reported falling on the floor, losing consciousness and experiencing the following symptoms: shakiness, sweatiness and dizziness. It is unclear what the customer meant with the claim "insulin reaction" and in what sequence the described previous events happened. The paramedics were called, however, the customer reported "she was just evaluated in the ER" and not being diagnosed or treated for hypo- or hyperglycemia. The customer reported having a glucose shot, but it is also unclear who gave the shot and when the shot was given. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's prod has been requested back for an investigation. A f/u report will be submitted if the meter is returned. The reported meter readings were plotted on a parkes error grid and fell into the "b" zone showing that the difference in readings is not clinically significant.